Event description:
Follow-up information revealed the patient met with a company representative and the ipg was confirmed inoperable. As such, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. It was noted when the physician opened the pocket site, it was determined the ipg was too deep for a rechargeable ipg. The new ipg was placed within the appropriate depth. Reportedly effective stimulation resumed post-operative.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient's programmer also reflects a communication error. The patient last had stimulation approximately a week ago and last recharged the device on (B)(6) 2017. It was noted the patient has gained weight recently. The patient will consult with a physician as the next course of action.